Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown.

Event description:
Patient reported " breast implant recall", "pain and soreness ", "encapsulated and ruptured" and "intracapsular rupture. Small lymph nodes in breast. Several radial folds. The implant capsules are partially calcified.¿ via MRI . Capsular contracture baker grade is unknown. This record is for the left-side. Device remains implanted.